Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when a light was shown on the lens, a film of oil was noticed during set-up involving an olympus gastrointestinal videoscope. The customer did not suspect any probable cause of the film of oil on the lens. There was no patient injury reported.